Manufacturer narrative:
The warnings in the package insert state this type of event can occur. Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore, the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
The sales associate reported a temporary rod was placed in order to distract and perform posterior lumbar interbody fusion (plif). It is reported the plugs were tightened but not torqued off. When the plugs and rod were removed, it was noticed that one of the polyaxial screw heads remained locked in an angled and fixed position with no polyaxial capabilities. After several attempts to manipulate the tulip to re-engage the tulip head with the driver, the surgeon removed the screw using a head turner and replaced it with a new screw. It is reported the rods were placed with plugs and locked down as per manufacturers suggested technique and a cross link was added. The surgery took about five minutes longer. He reported damage to the pedicle was minimal but relevant because the screw came out in a "wobbly" rotation.